Event description:
The customer received 20a alarms with five cartridges that occurred during the load sequence. There was no information regarding the impact on the customer's blood glucose level. No additional actions or outcomes were reported, and further details were unavailable.